Event description:
A customer reported that the wire on the foley catheter was kinked, penetrated the jacket of the catheter and may have caused injury to the pt's urethra, although there is no evidence or info to support that pt was indeed injured.